Manufacturer narrative:
One device was received for evaluation. Visual inspection found a corrosion in the battery compartment. Functional testing was able to confirm the reported problem. It was determined that the latch flex cable and latch lock mechanism was the root cause. The latch flex cable and latch/lock mechanism were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.